Event description:
It was reported that during an UNK procedure, CDH did not let the staples out (seems like it was not set with staples). Reported patient harm, needed to take out the anvil because there was no other 29P in the hospital due to the backorder situation. Shorter intestine remained for the patient and a surgical delay of 50 minutes.

Manufacturer narrative:
(b)(4)Date Sent: 7/23/2026B3: Exact event date UNK, entered 1/1/2025 as only the year was provided.D4: Batch # UNK.The device/photo upon which this MedWatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500A form.A manufacturing record evaluation was performed for the finished CDH29P, with lot number A99E30, and no non-conformances were identified.Additional information was requested and the following was obtained:The event occurred last year, but the hospital is unable to recall the exact date.Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a Supplemental MedWatch will be sent.What were the indications for surgery?What surgical procedure was performed?Did the patient receive any preoperative chemotherapy or radiation?What healthcare professional fired the device and what is his/her experience with the device?Where in the green gap setting scale was the indicator located prior to firing (low-B, middle-B, or high-B)?Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?Were there any issues with device use/firing?What confirmation was received that the device completed the firing sequence?Did the device cut?Was the green checkmark visible at the end of the firing?How many counter-clockwise revolutions of the adjusting knob were used to open the device?Was there any difficulty removing the device?Was a complete transection of the white breakaway washer visually confirmed?Were the donuts inspected? If so, please describe.Were there any issues noted with staple formation? If so, please describe the shape and location.Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.